Manufacturer narrative:
(B)(4). An investigation was conducted to evaluate this issue. No product deficiency was identified and the issue was related to a worn-out part due to normal use. A mandatory technical service bulletin (tsb) is issued with instructions for field service to inspect and replace the part when necessary. The preventive maintenance procedures will be updated in the operator's manual to include inspection of the aspiration probe sensor every six months and request replacement if required. A design improvement is in process to improve the cable and seal the board and switch assemblies. A correction through a follow-up correction and removal fa01oct2010 was issued to include installing a new software (v4). The new v4 software released with fa01oct2010 includes a design improvement for the aspiration bottom sensor. With v4, the cd sapphire will execute sensor checks to determine the status of the sensor and will generate an error message if an issue is detected.

Event description:
The customer stated falsely decreased white blood cells and hemoglobin (hgb) results were generated on the cell-dyn sapphire analyzer for a (B)(6) child. The initial sample generated a wbc results of 2.6 (k/ul) and hgb of 8.13 g/dl without flagging. The sample was repeated and generated a flagged wbc result of 10.6 k/ul and hgb result of 12.3 g/dl. A new sample was obtained from the same patient the following day and generated a wbc result of 10.6 k/ul and a hgb result of 12.4 g/dl. No impact to patient management was reported. Abbott field service engineer (fse) inspected the instrument and replaced the aspiration bottom sensor in order to resolve the issue.